Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an infection in the middle ear and mastoid which was noticed in (B)(6) 2019. Also bio-film was suspected however no further information was received. The recipient was implanted in 2014 with the concerned device and a review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. This is a final report.

Event description:
An infection in the right ear was reported. Infection was noticed in (B)(6) 2019 in the middle ear and mastoid. It is unknown where the infection started. The recipient was treated with antibiotics and a grommet was used to try to resolve the infection unsuccessfully. As per additional information there was a suspicion of a biofilm formation over the implant; however no further information was received. The recipient has been explanted. An insertion electrode will be placed as a sleeper until a new implant is implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An infection in the right ear was reported. Infection was noticed in (B)(6) 2019 in the middle ear and mastoid. It is unknown where the infection started. The user was treated with antibiotics and a grommet was used to try to resolve the infection unsuccessfully. The user has been explanted.